Event description:
It was reported during a new pump implant, the healthcare professional (hcp) had trouble aspirating csf from the catheter access port (cap). Different syringes and needles were tried. The hcp believed there was something wrong with the pump segment of the catheter so they switched out the pump segment of the catheter. The patient had no symptoms and was listed as "alive - no injury". The pump was used to deliver compounded baclofen.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter noted only a partial catheter was returned. A non-significant anomaly was found of catheter body dried drug, blood, or foreign material occlusion. Initially there was an occlusion noticed during the decontamination procedure, but the occlusion was easily broken loose. Pressure testing did not show any holes in the catheter. There was slight damage seen on both retaining ring ringers. (B)(4).